Manufacturer narrative:
Follow up conversation with company representative. No conclusion can be drawn at tis time.

Event description:
It was reported that during a one-level x-stop procedure, the patient's spinous process was fractured at the treated level; and the fracture was confirmed via intra-operative images. The treating surgeon removed the implant device from the patient and performed a laminectomy. It was reported that the patient is recovering well and without any clinical sequela.